Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated that they got hit with a football at their implant site about a month or two ago and ever since then they have not been feeling the stimulation correctly. Patient stated that the stimulation works at night but during the day they can't feel it and they feel like it's not controlling their symptoms. Patient mentioned that they are not going to the bathroom as bad, but they are still not sure if it's something they need to do. Agent asked patient if they have reached out to their healthcare provider since the football incident and patient stated they thought they did initially, but then thought maybe that was before the incident. Agent suggested patient could try to adjust their settings to see if they could get their stimulation back to where they were used to having it. Patient made a comment about having difficulties with connecting to ins because it would "time out." Agent asked if patient wanted to try to connect over the phone, but patient stated they were at a public place. Agent verbally reviewed process of connecting, to which patient stated they were familiar. Agent suggested patient contact managing hcp if they suspected something happened to their device during the football incident, and that they could attempt to connect to ins to adjust settings when they were in an appropriate place to do so. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.